Event description:
Healthcare professional reported left side "implant rupture". Device has been explanted.

Manufacturer narrative:
Initial reporter- zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported pain and right implant rupture discovered during scar revision surgery. Device has been explanted.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified: black particles on the surface of the shell and broken shell. Device analysis performed through photographs. Due to the impossibility to perform a further analysis, it is not possible to determine the cause of the event."